Event description:
An import bioglide catheter was placed in the pt on 4/24/98. Sample of this catheter was given to the surgeon. On 4/28/98 it was noted on chest's x-ray that there was extravasation. On 4/30/98 a chest x-ray confirmed that the catheter had separated from the hub. Tried to surgically remove the catheter without success. The pt was sent to another facility to have the catheter removed under fluoroscopy. This was successful.